Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, increased pacing lead impedance was noted. The physician has elected to monitor the lead. Patient condition was good.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that variability in pacing lead impedance was observed during follow-up in clinic. The pacing lead impedance was increasing during arm movement. The capture threshold was also a bit higher. Physician believed that variability in pacing lead impedance is due to lead position. During rv sensing test, physician noticed just one undersensed beat. Physician believed that it could be a p wave oversensing or myopotentials and it was caused by lfa filter or debuting lead issue. Review of session records suspected lead damage and lead replacement or close patient monitoring was recommended. The physician preferred not to take any action. The patient will be followed-up in clinic in three months. The physician wanted to enroll the patient on merlin.net website. The patient's medical condition is good.

Event description:
New information received indicated that another instance of high pacing lead impedance during arm movements, and oversensing episodes due to post-paced t-wave oversensing were observed. The physician elected not to take any actions. The patient was in a good medical condition and will continue to be monitored with follow-ups.

Event description:
Additional information was received that during isometric testing oversensing was noted. The physician elected to take no further action and the patient condition was good.